Event description:
It was reported that the plunger not in place. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms#: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the right plunger case was cracked on the side. During power up process, syringe load test and monitoring digital sensors, reported problem could not be duplicated. The root cause of the issue could not be determined, as no issue was found when monitoring plunger digital sensors. Glue was not present on plunger circuit board. No product information has been provided to date.